Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a ischemic ventricular tachycardia (isvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that the proximal electrodes of the catheter had discoloration on extraction. The physician did not feel any resistance when inserting or removing the catheter. It was not char. No actual residue. An arrow sheath 9fr x 65cm was used. The physician removed the catheter and attempted to remove the material from the electrode without resolution. The catheter was replaced and the issue resolved. The device was visually inspected and it was found in good conditions. No discoloration or foreign material was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on december 11, 2018. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30064128l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that the proximal electrodes of the catheter had discoloration on extraction. The physician removed the catheter and attempted to remove the material from the electrode without resolution. The catheter was replaced and the issue resolved. Additional information was received stating that the physician did not feel any resistance when inserting or removing the catheter. It was not char. No actual residue. An arrow sheath 9fr x 65cm was used. The material on the usable length of the catheter has been assessed as a reportable issue.